Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had insertion section forceps channel air leak. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, foreign matter from nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿foreign matter from nozzle¿ was confirmed. The following findings were also noted during device evaluation: due to a pinhole on channel-tube, water tightness is lost, due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear of angle wire, the play of up/down knob is out of the standard value, scratches, chips and cracks throughout the device, adhesive on bending section has a white clouded area, and distal end has a burn. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The device was not cleaned, sanitized or disinfected prior to being sent to olympus for repair. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause cannot be identified. The cause of the foreign material remaining in the device from the obtained information could not be specified. In addition, the foreign material remaining in the device was unspecified since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. A device history review revealed the DHR of the subject device and confirmed that the device was shipped in accordance with specifications. It was confirmed that there was no non-conformity of the device during manufacturing. As a result of confirming instruction manual and product labeling: the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor the field performance of this device.